Manufacturer narrative:
(B)(4). Device internal memory was reviewed. 510(k): k111693. Conclusion: here was no fault found with this device. A heart massager was in place on the time of the event interrupting the analysis from the device, which is advised against in the instructions for use. Audio instructions and labeling are present to assist the user in overcoming the artifact. The device performed according to specifications.

Event description:
The user reported the presence of noise during ECG analyzation. Patient outcome is unknown.